Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications, is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
Patient developed raised bumps allegedly, approximately three weeks after an injection with elevees. The patient was injected into the chin and marionette lines for treatment of acne scars. The patient was prescribed medrol dose pak and topical cleocin t.